Event description:
It was reported that: " during placement of uss guided lt internal jugular cvc and after the advancement of the catheter, I was not able to pull out the guide wire as I felt that only the outer layer of the wire was coming out so avoided any forceful pulling and had to remove the whole cvc "catheter + guide wire" to make sure of the safe removal of the whole wire. Whole cvc and wire were removed successfully and immediately, and compression was applied. Cxr was done to confirm rt sided vascath and also there were no evidence of any residual fragments of the other wire. On further inspection it showed that guide wire's inner part was broken and the outer part is sheared." Additional information: patient had a vascath inserted with no issues into her right ijv and because of the issues with the line in the left ijv the trainee elected to insert the line into the femoral vein. There was no other harm to the patient from the issue.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. Visual analysis revealed that the guide wire was inserted through the distal extension line and was unraveled. The customer returned one 4-lumen catheter and a guide wire for analysis. Signs-of-use were observed inside the extension lines. The guide wire was returned inserted through the distal lumen of the catheter. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked in several locations along the body. The core wire distal j-bend was deformed. Microscopic examination of the guide wire con-firmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The major kink on the guide wire body were measured at 220mm from the distal weld. The broken core wire measured 599mm, which is within the specification of 596mm-604mm per the guide wire product drawing. The outside diameter (od) of the guide wire measured 0.790mm which is within the od specification of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length measured 169mm, which is within the specification of 157mm-177mm per catheter product drawing. A lab inventory guide wire of same diameter as that supplied in kit measured 0.032" passed through the distal extension line and catheter body of the returned catheter with minimal resistance. Performed per IFU statement "thread tip of catheter over guidewire". A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/ dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are de-signed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " during placement of uss guided lt internal jugular cvc and after the advancement of the catheter, I was not able to pull out the guide wire as I felt that only the outer layer of the wire was coming out so avoided any forceful pulling and had to remove the whole cvc "catheter + guide wire" to make sure of the safe removal of the whole wire. Whole cvc and wire were removed successfully and immediately, and compression was applied. Cxr was done to confirm rt sided vascath and also there were no evidence of any residual fragments of the other wire. On further inspection it showed that guide wire's inner part was broken and the outer part is sheared." Additional information: patient had a vascath inserted with no issues into her right ijv and because of the issues with the line in the left ijv the trainee elected to insert the line into the femoral vein. There was no other harm to the patient from the issue.